Event description:
A hospital in (B)(6) reported that they found that. The peep on an 900rd010 resuscitation circuit was initially set to 5cmh20 pressure but slowly the pressure made its way up to 10cmh20 over about a two minutes period without being adjusted. No patient involvement was reported.

Event description:
A hospital in (B)(6) reported that they found that. The peep on an 900rd010 resuscitation circuit was initially set to 5cmh20 pressure but slowly the pressure made its way up to 10cmh20 over about a two minutes period without being adjusted. No patient injury was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900rd010 device was not returned to fisher & paykel healthcare (B)(4) but was destroyed by the hospital. Results: the 900rd010 t-piece is designed to be adjustable and to provide clinically acceptable levels of peep. Our testing of the single use resuscitation kit usability validation was able to demonstrate with objective evidence that the worst case of inadvertently changing peep was a decrease of 1.43cmh20 over a 10 minute period of continuous resuscitation a lot check was not performed as no lot number was provided. Conclusion: this is the only complaint we have had for this issue. All 900rd010 circuits are tested on the production line and those that fail are rejected. The neopuff infant resuscitator user instructions state the following: prior to every use of the neopuff, the user is to ensure that the device is functioning correctly and that the peep cap is adjusted to the desired peep level. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby. The 900rd010 user instructions state the following: ensure pressures are monitored throughout resuscitation. The t-piece circuit and neopuff are intended for use by adequately trained medical practitioners.

Manufacturer narrative:
(B)(4). Method: the complaint 900rd010 device was not returned to fisher & paykel healthcare (B)(4) but was destroyed by the hospital. Results: the 900rd010 t-piece is designed to be adjustable and to provide clinically acceptable levels of peep. Our testing of the single use resuscitation kit usability validation was able to demonstrate with objective evidence that the worst case of inadvertently changing peep was a decrease of 1.43cmh20 over a 10 minute period of continuous resuscitation a lot check was not performed as no lot number was provided. Conclusion: all 900rd010 circuits are tested on the production line and those that fail are rejected. The neopuff infant resuscitator user instructions state the following: prior to every use of the neopuff, the user is to ensure that the device is functioning correctly and that the peep cap is adjusted to the desired peep level. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby. The 900rd010 user instructions state the following: ensure pressures are monitored throughout resuscitation. The t-piece circuit and neopuff are intended for use by adequately trained medical practitioners. Corrections: "no patient involvement was reported" has been changed to "no patient injury was reported". "This is the only complaint we have had for this issue." Has been removed.